Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block could not be conclusively determined. The reported surgical intervention and hospitalization were due to case-specific circumstances. Following deployment, a permanent pacemaker was implanted, and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information:crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant. The activated clotting levels were 330s and heparin given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The valve partially re-sheathed one time due to the implant depth was too high. The final implant depth was 6.7mm on non-coronary cusp (ncc) and 7.4mm on left coronary cusp (ncc). Post deployment, the patient went into left bundle branch block (lbbb). A dual chamber pacemaker was implanted on (B)(6) 2025. The patient required prolonged hospitalization. The adverse event resolved sequelae on 01 dec 2025.